Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint " tip has been broken". Failure analysis found the primary failure of broken main tube to be related to the reported complaint. For clarification, the instrument was found to have the main tube broken at the distal end where the tip is welded. As a result, the tip was completely dislodged from the main tube. No material was found missing. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. Failure analysis found the secondary failure of broken conductor wire be related to the reported complaint. The instrument was found to have broken conductor wire at the distal end. The conductor wire was broken within the distal main tube location. The root cause is attributed to mishandling/misuse. A review of the instrument log for the permanent cautery hook instrument (part# 478090-03/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery hook instrument was last used on (B)(6) 2022 via system (B)(4). There were 5 uses remaining after this last usage. A review of the procedure log showed this myomectomy surgical procedure was performed on (B)(6) 2022 via system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is reportable due to the following: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. In addition, failure analysis acknowledges that the main tube of the instrument was broken at the distal end with no material was missing. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, when the customer was using the permanent cautery hook (pch) instrument to remove the myoma, the instrument tip was stuck in the myoma and broken. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. During the procedure, the tip of the pch instrument stuck in the myoma. The customer was able to remove the instrument as the tip was broken but still hanging on the instrument. The customer confirmed that no fragment fell inside of the patient, and there was no unexpected tissue removal. The instrument did not collide with any other instrument or tool. No intervention was needed due to the event. The patient had no injury/ harm, and the status was fine. In addition, intra-operative or post-operative complications (e.g. Unexpected bleeding, anastomotic leak, bladder/ureter damage, nerve damage etc.) Were not observed. According to the surgeon, this event did not impact the procedure as a whole nor affect the patient¿s health. No concern about this event causing any long-term complications with the patient. Photographic images of the device(s) or a video recording of the procedure were not available for intuitive surgical, inc. (Isi) review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.